Event description:
It was reported that during the procedure in the mildly tortuous right coronary artery, a 2.5x8 rx xience v stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the anatomy and a non-abbott stent delivery system was used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the hypotube was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. To help ensure that the reported difficulties are not due to manufacturing, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. Analysis of the stent delivery system (sds) noted contrast in the inflation lumen and on the shaft and blood in the guide wire lumen and on the balloon. This is consistent with preparation and suggests advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. Multiple bends were noted throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Additionally, the hypotube and jacket were separated distal to the strain relief tubing. The fracture faces were oval shaped, as if kinked prior to separating. The jacket material at the hypotube separation was stretched and jagged. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kinks and shaft separation. Additional follow-up information was requested, however, no additional information was available. It is possible the shaft kinked/bent during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating, however, this could not be confirmed. To help ensure that shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident, indicating all lot release testing met specification. Additionally, a query the complaint handling database for the reported lot was performed and there have been no other incidents reported for shaft separations for this lot. Based on the investigation, there is no indication of a product quality deficiency.